Event description:
It was reported by the patient's sister that he had been found dead in his apartment over the weekend and questioned if an autopsy should be performed to determine if death "may have been due to the device." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up revealed patient had been evaluated in the ER on (B)(6) 2010 and was found to have had ventricular tachycardia that had been aborted by the device. The patient refused hospital admission and was discharged "in satisfactory condition."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Previously submitted follow-up report #002 should have been sequenced #001, so this report is being submitted as a placeholder with the sequence #001. If information is provided in the future, a supplemental report will be issued.